Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she woke up with a blank display on the insulin pump. Customer stated that the pump screen will not turn on. Customer stated that the pump will vibrate and when she tried to give a bolus, but she was not be able to see anything on the screen. Customer has already tried to replace the battery and the pump will still not turn on. Customer's blood glucose was 282 mg/dl. Customer was using an energizer battery. Troubleshooting was performed, but the display did not return. Customer performed a 10 minute pump reset and the pump still did not turn on. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. The insulin pump was monitored and no blank display was noted. The insulin pump was received with minor scratches on the display window.